Manufacturer narrative:
Additional information was received clarifying the customer¿s reference range and unit of measure is 1.60 to 2.60 mg/dl. Additionally, the qc was erratic and out-of-range. Based upon this new information, this complaint is no longer a reportable event.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. Additional information was also received from the customer and added to section h10.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? Unknown. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. The initial patient result was 5.0 (unit of measure not provided), repeated 1.5. No impact to patient management was reported.